Event description:
User experienced a negative hcg for one fertility clinic pt. Initial result 0.956 miu/ml, repeated twice gave 1933 and 1813 miu/ml. Initial result was reported. The pt believed she was pregnant so the test was rerun and found to be positive, a corrected report was sent. The pt was not adversely affected. Troubleshooting determined the customer was using 13 mm tubes. The user was instructed to use rack inserts as recommended in labeling which resolved the issue.